Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.this investigation will be updated should pertinent information become available in the future

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedance measurements greater than 128 ohms. Further in office evaluation was recommended. This ICD remains in service. No adverse patient effects were reported.